Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 60 mg/dl during initial use of the ilet bionic pancreas system. The user corrected with a fast-acting glucose source and reported feeling well. No hospitalization, medical intervention, or long-term effects were reported.